Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The customer stated this has been an ongoing issue with carbon dioxide (co2) for the past few months. The customer stated their quality control (qc) was in range but they noticed their calibration failed. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse reviewed the event. The cse stated the ongoing issue with co2 has been occurring due to the facility's deionized water supply being out of specifications based upon siemen's site survey. The water supply is above the required temperature range. The cse recommended that the water system be relocated or the environment be corrected to meet all water requirements as specified on the pre-installation site survey. The cause of the discordant, falsely elevated carbon dioxide results is due to facility's deionized water supply being out of specifications. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on patient samples on multiple advia chemistry xpt instruments. The issue occurred on the following advia chemistry xpt serial numbers: (B)(4). There are no known reports of adverse health consequences due to the discordant falsely elevated carbon dioxide results.